Event description:
The manufacturer received information alleging device is not working properly, throat irritation, device is noisy, device will not turn on/device not functioning, nasal/throat irritation or soreness related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.